Event description:
It was initially reported by the patient that she had fallen, no longer perceived vns stimulation, and thinks that her generator had migrated. There was no indication of an intervention being taken at that time and attempts for further information with the physician's office were unsuccessful. It was later reported that the patient was referred for vns replacement surgery and the patient stated that she "had a need for a generator replacement." It was unknown if this was related to the reported migration or stimulation not perceived. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Implant and warranty registration card was received confirming the patient received a prophylactic battery replacement. The battery was indicated to be at 25-50% prior to replacement. The explanted device has not been received to date.

Manufacturer narrative:
Event description - correction - inadvertently did not include that the product was received for product analysis in supplemental #02 submitted. Device available for evaluation - correction - inadvertently did not state yes with date device was received in supplemental #02 submitted.

Event description:
The explanted product was received for product analysis. Product analysis for the returned generator was completed and approved. Confirmation of the alleged migration is not within the scope of this pa investigation on the pulse generator. Although the reported allegation of ¿stimulation not perceived, unknown which mode cannot be perceived¿ cannot be evaluated in the pa laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.992 volts as measured during completion the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 52.129% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
Follow up with the physician's office revealed that the referral for replacement was due to a low battery. The battery was reported to have been at an intensified follow-up indicator, or ifi, = no condition a month prior to the follow up. No lead impedance value was recorded in the patient's notes.